Event description:
It was reported that during set up, the tcm used to display "888" but now displays "000." No pt injury was reported.

Manufacturer narrative:
The printed circuit board was returned to the MFR and the failure could not be duplicated. The sys operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.